Manufacturer narrative:
Device evaluated by manufacturer: the synergy megatron mr ous 5.00 x 20mm stent delivery system was returned for analysis. The device returned attached to a guidewire. Multiple hypotube kinks were noted along the shaft of the device. No issues were identified with the outer/mid-shaft sections or the inner lumen of the device. The stent was not returned for analysis. The balloon cones were reviewed, and positive pressure was applied where the balloon had appeared in a deflated state. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. Following pre-dilatation, a 5.00 x 20mm synergy megatron was advanced for treatment. The device failed to cross the lesion due to the calcification and severe angulation. The procedure was completed with a different device. No patient complications were reported and the patient status was fine. However, returned device analysis revealed stent detachment.